Event description:
During a mandible fracture case, as two screws were inserted (item # 50-20410), the heads twisted off.

Manufacturer narrative:
Investigation in progress but not yet complete.

Manufacturer narrative:
The reported event could be confirmed. The investigation results show that the too high torsional and tensile forces, whereas the torsional forces prevailed, acted on the screws and led to the failure in forced rupture mode during the insertion.the root cause of the failure was the fact that after the screws contacted the plate it was forcibly further turned. The IFU states clearly that while inserting the screw the torsional force has to be applied very carefully: ¿screws should not be over-tightened during insertion. Excessive over-tightening will compromise the integrity of the screw head, result in possible screw breakage and lead to loss of friction fit performance.¿ indications for material or manufacturing related problems were not found in this investigation.

Event description:
During a mandible fracture case, as two screws were inserted (item # 50-20410), the heads twisted off.